Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed ¿check clutch plunger lever¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a combination of the lead screw and both clutch halves were found old, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced as well as the plunger cable for preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a plunger error. There was unknown patient involvement and unknown patient harm.